Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0t27s, implanted: 2015-(B)(6), product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported on the day of report there was high impedance on electrode 2 which was >40,000 ohms at 3 volts during implant. The extension was explanted and replaced and impedances were then within normal limits. The patient status at the time of report was alive with no injury and no symptoms were reported.